Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received replace battery now alarm. The customer¿s blood glucose level was 243 mg/dl. The other relevant blood glucose level was 82 mg/dl. Troubleshooting was performed and noticed that the new battery did not resolve the issue. Troubleshooting was continuing for battery failed alarm. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected battery fail alarm noted during testing.